Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked by the front left and right bottom corners. Visible contamination on top case, by the power receptacle and plunger head. Event history log review was performed and found force sensor test found in ehl. Visual inspection, power up process and calibration verification testing were performed. According to the investigation, force sensor test error duplicated during the power up process and error was found in ehl. Steady state reading of the force sensor (with no pressure on it) 0= count 0 = - 0.86lbs and force reading did not change when force applied. According to the investigation, the reported problem was caused by multiple component on plunger head assembly (force sensor, plunger board, plunger cable, head mount, right and left plunger case). Investigator?s replaced the pump force sensor, plunger board, left/right plunger case and plunger cable. The problem source of the reported problem is user interface (customer fluid ingression. Contamination and foreign material found inside plunger head).

Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited force sensor failure alarm. No patient involvement reported.